Event description:
The pt had an in-stent thrombosis resulting in an myocardial infarction (mi) and subsequent re-pci. The pt was a male with a history of hypertension, an allergy to penicillin, and diabetes mellitus (treated with oral medication). Medications at baseline were aspirin, clopidogrel, statins and ace inhibitors. The indication for the index procedure was unstable angina and resting ECG changes. Medications at the time of the pci were aspirin, clopidogrel, and heparin. Cardiac enzymes were normal before and after the procedure. The target lesion was the proximal left anterior descending branch (lad). The vessel diameter was 2.75mm and the lesion length was 14mm. Pre-procedure stenosis was 95% and the timi flow was 2. The lesion was de novo. It was a bifurcation (requiring double guidewires) with no tortuosity or calcification. Lesion classification was b2. The lesion was predilated with a 2.5 x 10mm balloon at 8atm. A cra18275 was deployed at 14atm. Ivus was not used. Post-procedure stenosis was 0% and timi flow was 3. The pt was discharged 2 days later. Medications at discharge were aspirin, clopidogrel, statins, and ace inhibitors the pt returned 2 days later with an in-stent thrombosis and silent ischemia. Aspirin ad clopidogrel treatment was ongoing and not been interrupted. The thrombosis was confirmed by angiography. Th pt had an anterior q-wave mi, which required re-pci of the vessel. Timi flow was 0. The target lesion was revascularized and another cypher select stent was placed in the vessel.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.